Event description:
The patient called technical services for a technical question and reported that she had to stop her treatment early as she was not feeling well. She stated that it was not related to the cycler. The patient was hospitalized. No further information was provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.